Event description:
Customer reports being unconscious with result of 11.5 mmol/l obtained on the advantage plus system. 10-15 minutes later customer tested 2.4 mmol/l on professional device. She was treated with glucose and admitted to the hospital for 6 days. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer reported the system failed to boot up. No report of patient injury.